Event description:
It was reported that the patient's spinal cord stimulator (scs) lead had migrated causing loss of stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted paddle lead was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in september 2021.